Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was reportedly no damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events. The battery compartment was found to be cracked at the threads. The returned battery cap¿s threads were stripped, and the cap was unable to fit to maintain electrical connection. The reported ¿no power¿ complaint was duplicated. A test battery cap was able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and no further power interruption occurred during the investigation. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.